Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the lmca to the lad. Approximately 11 months post index procedure, the patient underwent a target vessel revascularization. The patient had one non medtronic stent implanted in the lad. The investigator assessed that the event was related to the study device. Approximately 22 months post index procedure, the patient suffered an mi and underwent a target vessel revascularization. The investigator assessed that the event was not related to the study device. The patient recovered. The patient was taking aspirin and clopidogrel. No other clinical sequelae were reported.

Manufacturer narrative:
The previously reported tvr that was carried out approximately 11 months post the index procedure was to treat restenosis, the investigator indicated that the event is not related to the study device. Patient outcome is in remission.

Event description:
It was reported that 58 months post index procedure the patient was transported to hospital having cardiopulmonary arrest. The patient died from sudden cardiac death (heart failure). Investigator assessed the event as not related to the study device, procedure or zotarolimus.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure(mi, tvr).

Manufacturer narrative:
Results, conclusions: death.